Event description:
It was reported that during a ureteroscopy procedure the device would not close and device damage occurred. A 1.9 zero tip nitinol 120cm retrieval basket had been advanced to an unspecified ureteral location. The basket initially functioned normally, but after "multiple" passes, the device would not close around an unspecified size stone. An unspecified type of laser was used to crush the remaining stones. The basket was able to be removed and it appeared "deformed". The procedure was completed with an unspecified type of different device. There were no patient complications reported with the patient's condition listed as "stable".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.